Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adhesive issue was reported with the abbott diabetes care (adc) device. The customer's sensor prematurely detached after 6 days of wear and they were unable to obtain readings and monitor glucose levels. As a result, the customer experienced consciousness and/or seizures however, they did not receive third-party medical treatment. No further information was provided. Attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.